Event description:
A 59 year old male presented with an acute myocardial infarction that, despite percutaneous coronary interventionand placement of an intra-aortic balloon pump, deteriorated further so that therapy was escalated to an impella cp inserted via the right femoral artery. Despite optimal placement of the device, the patient developed hematuria. Following forced diuresis, the symptoms resolved. After 3 days of support, the impella cp could be successfully weaned and removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information has been provided in b5. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information indicates that there were no interventions needed. Hematuria resolved with reducing p-level and fluid balance.